Event description:
It was reported that the tubing set separated and leaked normal saline (0.9% ns). The tubing set separated at the distal smartsite outlet port. The event occurred in the ICU during the initial infusion set-up, therefore there was no patient involvement or adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. Visual inspection, observed that the tubing was completely separated from the distal smartsite outlet port. Inspection under microscope also observed a gap of the tubing not being fully inserted into the drip chamber outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. No functional testing of the returned set was deemed unnecessary due to a separation. The root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model 2426-0500 lot 20013305 shows that the set was manufactured on 29 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set separated and leaked normal saline (0.9% ns). The tubing set separated at the distal smartsite outlet port. The event occurred in the ICU during the initial infusion set-up, therefore there was no patient involvement or adverse effects caused to the patient from the event.